Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands prematurely deployed. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: investigation results according to the complainant, the suspect device has been disposed and is not available for return. However, the photo received from the customer was evaluated and during investigation, it was observed that one section of the trip wire was bent. The investigation concluded that without analysis of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Additional information: d8, h8

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal varices band ligation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the first band was attempted to be deployed, but the band did not move and the second band rolled over the first band. Reportedly, the device was removed and the same issue happened with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal varices band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was attempted to be deployed, but the band did not move and the second band rolled over the first band. Reportedly, the device was removed and the same issue happened with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.